Event description:
Parent called for the child to report that the needle didn't retract and no cannula was delivered when the pod was activated. No alarm went off to alert them of this as a result the child went into dka overnight and was brought to the hospital. They changed the pod and then saw that the needle was still out, and the canula hadn't been inserted. No further information reported.

Manufacturer narrative:
The returned device was evaluated for the reported problems. It was confirmed that the needle mechanism had failed to fire. The user failed to note this condition by visually confirming proper cannula placement via the viewing port as instructed in the IFU. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The DHR provides evidence that the lot met the acceptance level prior to release.